Event description:
(B)(4) clinical study. Same case as 2134265-2013-03413. It was reported that following a stenting treatment procedure, the patient expired. The 70% stenosed target lesion was a 10mm long de novo lesion with a 3.0mm reference vessel diameter was located at the stenosed mid right coronary artery. The lesion was treated with direct stent placement using a 3.00 mm x 20 mm ion us coa stent. Post dilation was performed, residual stenosis was 0%. Patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced myocardial infarction and died on the same day. It was reported as per death certificate that the cause of death is myocardial infarction and the secondary cause of death was coronary artery disease. Other significant conditions contributed to death were diabetes mellitus and chronic obstructive pulmonary disease.

Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).